Event description:
A malfunction alarm with code malf 9 was reported, but there were no notable events preceding it. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the customer in the reset process, and advised that the customer could continue using the pump. The customer was instructed to report back if the malfunction code reoccurred, which it did not after the reset.